Event description:
It was reported that prior to the start of a da vinci assisted prostatectomy radical with lymphadenectomy surgical procedure, the customer was unable to connect the blue fiber cable to the surgeon side console (ssc) during operating room preparation and initially believed the ssc connector was damaged/rotating, but then determined the cable-end connector was damaged. The customer confirmed a spare cable was available and replaced the blue fiber cable, which made the connection easier and restored usability. Technical support asked clarifying questions to isolate whether the damage was on the ssc side versus the cable end, reviewed logs (no related errors were found because the system was still powered off), and resolved. The customer later reported the blue fiber cable was still somewhat problematic even with the new cable, so the customer used another ssc from a different operating room to proceed, which resulted in an approximately 30 minute delay prior to anesthesia. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the fiber optic cable circular mount to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.